Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced on (B)(6) 2019. Patient was stable.

Manufacturer narrative:
A complete lead was received in two pieces, the connector portion measured 5.2 cm and the distal portion measured 48.8 cm. Visual examination found an external abrasion noted at 30.0 cm to 31.5 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. The cause of the reported event of noise was due to an external insulation abrasion which is consistent with friction to another device or feature of the patient anatomy.